Event description:
It has been reported to philips that system was having problem with geometry movement. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The remote service engineer (rse) inspected the system remotely and confirmed that the system showed failure in the arch movement. Review of the log file didn't confirm the issue. The rse performed system troubleshooting and found that the geo ipc software was corrupted. The rse installed the geo ipc software to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.